Manufacturer narrative:
This report is submitted on april 10, 2023.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (specific date not reported). It was also reported that the patient was treated with oral antibiotics (specific date and duration not reported). There are no plans to reimplant the patient with a new device as of the date of this report.